Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02432 and 3007042319-2015-02433) submitted for devices related to the same event.

Event description:
It was reported by the hospital ventricular assist device (vad) coordinator that an electrical fault alarm was noted. On (B)(6) 2015 a driveline cleaning procedure was performed by the manufacturer's representative per manufacturer's procedure. It was reported that multiple electrical faults had been logged in starting (B)(6) 2015. The patient had aortic valve sewn; therefore, none round of cleaning was conducted which lasted approximately 60 seconds. Disconnection of the driveline showed gelatinous material around the female pins of the connector. In addition material was also seen around the male pins of the controller. The controller was exchanged and will be returned. The patient tolerated the pump off time well according to the site. The pump/driveline remain implanted. This is report 1 of 2.

Manufacturer narrative:
Additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.